Manufacturer narrative:
Response to FDA: mw5162553 was reported to boston scientific, the additional information provided was captured in b5 and h6. H6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172002 captures the reportable event of cellulitis. Imdrf patient code e1007 captures the reportable event of constipation.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, presented with constipation, a lump behind testicles, and pain. The patient was admitted to the hospital and diagnosed with superficial cellulitis. The patient was treated with incision and drainage and oral antibiotics, he was discharge from hospital and reported as fully recovered. The patient is currently waiting to started radiation. Additional information received on december 06, 2024: it was additional reported that the imaging was performed in the hospital, the transperineal fluid seroma was cultured, the results showed bacterial growth, an inflammatory process was noted at the partial imaged ischioanal fossa/ perineum drainable loculated fluid collection identified within the image field of view.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, presented with constipation, a lump behind testicles, and pain. The patient was admitted to the hospital and diagnosed with superficial cellulitis. The patient was treated with incision and drainage and oral antibiotics, he was discharge from hospital and reported as fully recovered. The patient is currently waiting to started radiation.

Manufacturer narrative:
Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172002 captures the reportable event of cellulitis. Imdrf patient code e1007 captures the reportable event of constipation.